Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: doctor noticed that the jaws were not aligned, he continue the fire the device and was noticed the staple did not place properly. Doctor had to do another jejunostomies and was able to continue the case.